Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she believes her insulin pump is malfunctioning. She states that sometime she thinks pump is spermatically delivering and sometimes not at all. Customer states she also experienced a no delivery alarm, but was able to deliver bolus. Customer was not able to troubleshoot, but will call back to do so. No further information provided.